Manufacturer narrative:
Based on the information provided, it cannot be determined that the allegation of the wound "getting worse" is related to v.a.c. Freedom ® therapy. There have been several attempts made to gather additional information, but there has been no response. It is unknown if medical or surgical intervention was performed. Kci is reporting this event as the impact to the patient is unknown to date. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2016, the following information was reported to kci by the hospital representative: they received information from the home health agency who reported that the unit was not working and that the patient's wound was allegedly getting worse. No additional information was provided. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.